Event description:
Customer reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 212mg/dl. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. The customer changed the pump supplies and resumed insulin therapy.